Event description:
During the course of a laparoscopic procedure the surgeon noted a small piece of the cannula tip missing. No fragment was found within the pt despite an extensive laparoscopic check during the same procedure. The cannula may have been chipped prior to the procedure during reprocessing.